Manufacturer narrative:
D10 (surgipro mesh sublay, product ID - spmm149, lot # - a1h0564), & h6 ime e2402: loss of domain, muscle laxity during a detailed review of the received medical records, an additional incident was identified involving a medtronic mesh for the patient reported under regulatory report #9615742-2024-01621. No device allegation were reported by the attorney for this incident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During review of medical records received from the patient's attorney, issues were identified after the product was used for therapeutic treatment of a incisional hernia. It was found that after the implant, the patient experienced hernia recurrence, seroma formation, pain, swelling, nausea, diarrhea, adhesions, unusual sensations, fluid collections, discomfort, muscle laxity, nerve irritation, aching, stabbing pain, scarring, weakness of lateral aspect of wound, muscular weakness, nerve damage, inflammation, abscess, cellulitis, sepsis, purulent fluid, necrotic tissue, pain with bending forward, abdominal pain, low mood, loss of domain, & poor muscle quality. Post-operative patient treatment included CT scan, ultrasound, multiple hospitalizations, fluids, analgesia, mesh revision, repair of hernia with sutures, use of drain, adhesions divided, gabapentin, pain medication, scar site injections, paracetamol, anti-inflammatories, primary hernia repair, IV antibiotics, incision & drainage of abscess, necrotic tissue excised, deloculation, curettage, wound packing, wound care, hernia repair with mesh, & use of truss.